Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30415074m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after the ablation was completed, pericardial effusion was confirmed by intracardiac echocardiography (ice) and transthoracic echo (tte). Pericardiocentesis was performed to remove 250ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The electrophysiologist (ep) continued patient care without surgical assistance. Patient required one more night of observation to make sure the effusion was stable. Patient had fully recovered from the issue. The physician believes the cardiac tamponade happened during the transseptal and not during radiofrequency (rf) application. Transseptal puncture was performed with a brk 1 transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min. No error messages were observed on any bwi equipment. The force visualization features used included graph, dashboard, vector and visitag. Time was used prospectively as color option. Despite the physician's opinion that the event might have occurred during the transseptal puncture with the usage of a non-bwi product, the event was discovered after rf had been already applied; therefore, the ablation catheter cannot be excluded. Hence, this event is being conservatively reported under the stsf catheter.. Since this event is life threatening and required medical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.